Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A product development and device history record review were performed for the subject device. The sport grip t25 stardrive (03.632.075) is utilized in the matrix posterior pedicle screw, hook and rod fixation system. The driver is specifically intended for screw and locking cap insertion per the technique guide. The sport grip t25 stardrive (03.632.075) was returned with a complaint condition of ¿worn¿. The returned instrument was examined and the complaint condition was able to be confirmed as the driver tip was found to be chipped and twisted (counterclockwise). The system technique guide does not list the sport grip t25 driver as an optional instrument for construct revision/removal. A 10nm torque limiting ratchet handle (03.632.061) is to be utilized with a t25 shaft (03.632.002) for locking cap and screw removal. The following caution is noted: ¿never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient.¿ relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. No definitive root cause was able to be determined. However, the failure mode is consistent with improper technique/misuse as the driver tip is twisted in a manner consistent with implant removal (counterclockwise) for which the instrument is not intended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported to synthes on (B)(6) 2016 that a sport grip t-25 stardrive shaft was found to be worn during a routine inspection. There was no patient involvement or surgical involvement. The event was initially determined to be non-reportable; however, upon investigation of the returned instrument, it was discovered that the driver tip was chipped and twisted. Because the instrument was found to be chipped, the complaint was re-evaluated and determined to be a reportable malfunction. This report is 1 of 1 for (B)(4).